Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had requested the pump be moved from the back to the front. The reason for this request was unknown. It was reported there was no issue or problem. No further complications were anticipated/reported.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# unknown. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient was undergoing a catheter revision. The patient's pump was moved from the abdomen to the back. 26.5cm was cut from the pump segment of the existing 8780 catheter. 10cm was cut from the 86.4cm spinal segment. An 8784 catheter was added (73.7cm). The total catheter length was 151.4cm. It was reported the excess catheter length was looped in the pocket.  No further complications were anticipated/reported.